Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, that the patient experienced continuous glucose monitoring (cgm) inaccuracies and experienced a loss of consciousness. The sensor was inserted at the abdomen on (B)(6) 2017. Patient reported she was in a car. She had checked her cgm blood glucose (bg) and the value was 169 mg/dl. Patient's husband noticed the patient started rambling then patient passed out. Patient's husband shook patient, but she did not respond. Patient's husband dragged patient into the house and treated patient with a glucagon shot. Patient's husband did a finger stick and the bg value was 35 mg/dl. Patient did not seek medical treatment. At the time of contact, patient is okay. No additional patient or event information was provided. Data was provided for evaluation. The reported event was confirmed via data. The root cause could not be determined. Multiple bg meters were used throughout the same sensor session. Labeling indicates: always use the same meter you routinely use to measure your blood glucose. Blood glucose meter and strip accuracy vary between meter brands. Switching within a session might cause sensor glucose readings to be less accurate.